Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was 244 mg/dl.